Manufacturer narrative:
Findings: unit powered up properly after battery installation. Unit passed self-test. Unit was monitored and no a12 alarm occurred during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and case cracked. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 114 mg/dl. The customer stated that there is crack on the top right continues from the back to the front. The customer stated that the device was dropped. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer was advised of the a12 error, it means the pump detected an issue the hardware was tested and an error was found.